Manufacturer narrative:
The pump passed displacement test, rewind, basic occlusion, prime, force sensor system and no delivery tests. No excessive "no delivery" error alarm noted. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery error. Customer indicated that the pump will not give him a bolus and does not stop rewinding. Customer has changed the infusion set, reservoir and batteries but nothing helps. Customer does not recall any significant events leading to the error. Troubleshooting was done for no delivery error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.